Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for implant using a flexnav delivery system. The native aortic annulus dimensions were 67mm for perimeter and 21mm for diameter. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 18mm non-abbott balloon. There was firm, severe calicification on the non-coronary cusp and no calcification on the left ventricular outflow tract. There was calcification extending beneath the aortic annular plane in the interventricular septum. The delivery system with the valve was advanced and crossed the aortic annulus. Before the valve was deployed, the patient's electrocardiogram (ECG) waveform changed. Once the valve was deployed at 80%, the patient was in complete atrioventricular (av) heart block. Pacing was initiated. The starting implant depth of the valve was 3mm at the ncc and 5mm at the left coronary cusp (lcc). Immediately after the complete release of the valve, pulse returned with 2:1 av block. The final implant depth was 4mm at the ncc and 4mm at the lcc. The patient's heart rate remained in the 40s, and back-up pacing was carried out. The cavb later resolved, and a permanent pacemaker was not required. The patient was reported as stable.

Manufacturer narrative:
An event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extending beneath the aortic annular plane in the interventricular septum and the final non-coronary cusp implant depth was 4mm and the final left coronary cusp implant depth was 4mm. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na